Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: review of the black box data revealed evidence of call service 078-0008 alarms. On investigation, the pump powered on normally and was exercised for 24 hours without the occurrence of any call service alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, moisture was found inside the pump on the motor connector and on the printed circuit board.